Event description:
The pt called lifescan and alleged the one touch ultra meter test strips were damaged. The pt stated they felt shaky and nauseated, could not test on the one touch ultra meter, immediately tested on a competitor meter with a result of 72 mg/dl. A medical professional was contacted for advice. No treatment was given. The pt took oral medication for diabetes. The customer care rep performed troubleshooting and the pt stated all of the test strips in 4 new vials were bent at the tip. Based on the info obtained from the pt there is evidence of a test strip malfunction, however no indication the evnet led to an adverse event. The test strips were replaced and return expected.